Event description:
It was reported that during a bowel procedure, after stapling the bowel the two ends of staples failed. It is unclear if it was due to the staple formation or if the staples were not deployed in that area. A new device was used to re-staple the area and complete the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4). The analysis results showed that one ax55b device arrived in good visual conditions and void of staples. The device was manually loaded with staples and it was tested for functionality. The device was fired and it formed all the staples as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape; the staple line was noted to be complete. It is important to ensure that the retaining pin is seated in the anvil before firing. If the pin is not properly positioned, staples may not form properly, which may result in leakage or disruption of the staple line. Please reference instructions for use for additional instructions. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.